Event description:
It was reported that a display issue occurred which displayed differing values between non-tandem continuous glucose monitor (cgm) readings on the pump compared to a non-tandem cgm phone application. Review of the pump data logs found that the control iq software performed as intended based upon cgm readings; however, the customer administered a bolus which resulted in low blood glucose (bg) level of 42mg/dl. The customer consumed carbohydrates to address bg level. Reportedly, the customer continued to use the pump for insulin therapy. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.